Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece measuring 9.0cm. The helix mechanism test was unable to be performed due to the received condition of the damaged lead. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damages. The reported events of decreased r-wave amplitudes and high capture threshold were not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's number: 2017865-2020-06955. It was reported that the patient presented in the hospital with a pocket hematoma. The physician alleged that the right ventricular lead was dislodged and confirmed dislodgement via fluoroscopy. The physician evacuated the pocket that contained the implantable cardioverter defibrillator and repositioned the lead during procedure on (B)(6) 2020. The patient was in stable condition.

Event description:
New information received notes the right ventricular lead exhibited reduced r-wave amplitudes and high capture thresholds upon interrogation prior to procedure.

Manufacturer narrative:
Device codes.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the implantable cardioverter defibrillator and right ventricular lead were explanted.